Event description:
It was reported that the patient faced cannula was dislodged or incorrectly positioned event on (B)(6) 2026. The blood glucose level was 22.3mmol/l and the patient was treated with pen.

Manufacturer narrative:
Name: ypsomed ag. Address: weissensteinstrasse 26. City: solothurn. Country: switzerland. Postal code: ch-4503. Based on the available information, this event is deemed to be a malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.